Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was not getting volume and was inoperable. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
G4: 28may2020. B4: 28may2020. Multiple attempts were made to obtain additional information on the event and for repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.